Event description:
The customer reported receiving multiple no delivery alarms from their insulin pump. The customer reported not being able to use a plunger on the reservoir, and thought it may be a reservoir issue. The customer stated the no delivery alarms recurred even with a new insulin pump. The customer stated the blood glucose values were not getting high during the possible occlusions. The customer's blood glucose value at the time of the phone call with the helpline was 132 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.